Event description:
It was reported that the pt has expired (2008) approx after implant duration of 0 months. Due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned for implant pt registry.

Manufacturer narrative:
Device not returned.